Event description:
Bloody (wound) on upper lip: lip haemorrhage. Bloody (wound) in nose area: skin haemorrhage. (Bloody) wound/injury on upper lip: lip injury. (Bloody) wound in nose area: skin wound. Drive pin has gotten thinner. The brush head fell off while brushing - oral-b: device breakage. A 60 year old male consumer via phone stated that the drive pin of his oral-b 3765 9000n got thinner and, a year ago, the oral-b original brush head fell off while he was brushing. This caused a bloody wound/minor injury in his upper lip area and in the nose area. No serious injury was reported. 28-jan-2022 case update: the suspect product lot was bc70413909. No serious injury was reported.

Manufacturer narrative:
15-mar-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bloody (wound) on upper lip [lip haemorrhage]. Bloody (wound) in nose area [skin haemorrhage]. (Bloody) wound/injury on upper lip [lip injury]. (Bloody) wound in nose area [skin wound]. Drive pin has gotten thinner...the brush head fell off while brushing - oral-b [device breakage]. A (B)(6) year old male consumer via phone stated that the drive pin of his oral-b 3765 9000n got thinner and, a year ago, the oral-b original brush head fell off while he was brushing. This caused a bloody wound/minor injury in his upper lip area and in the nose area. No serious injury was reported.